Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a congenital (interatrial communication) atrial fibrillation procedure, a pericardial effusion occurred around lv and rv which required a pericardiocentesis. During the procedure with ensite x v3.0.1 in voxel mode, after having done the map and beginning ablation, the patients' blood pressure began to slowly drop, and an echography revealed a pericardial effusion. The decision was made to continue the procedure and finish the pulmonary vein isolation while continuously monitoring the effusion. The procedure was completed successfully and a pericardiocentesis was performed at the end of the procedure.